Manufacturer narrative:
Product ID: 3093-28, lot# v513773, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the ins (stimulator) battery depletion was being reported as premature. The patient stated her old ins was replaced, no problem was indicated, but patient was not able toconfirm it was normal battery depletion and patient states she was told battery could last up to 5 years and her old one only lasted about 2.5 years. The ins was replaced on (B)(6)-2015. Ins battery depleted 9 months prior to replacement date. Additional information from healthcare provider reports the patient was experiencing recurrence of urge incontinence. The patient depletion was reported as normal. The patient¿s device setting was in cycling. The patient recovered without permanent impairment.

Event description:
It was reported that the patient previous battery was replaced due to normal battery depletion. No known issue. A new battery was replaced in (B)(6). The patient was under impression would last 5 years and lasted 3 years. She goes thru airports a lot. Always scan them and doctor stated that depleted the battery. It was noted that the battery wasn¿t changed out for one year. They weren¿t sure if battery at first. This had since been replaced and everything was working. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.